Manufacturer narrative:
The sodium and chloride electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas c 503 analytical unit for one patient. The initial sodium result was 155 mmol/l, and the repeat result on another c503 was 143 mmol/l. The initial chloride result was 117 mmol/l, and the repeat result on another c503 was 106 mmol/l. The sample was repeated after the provider complained about the initial results.